Event description:
Information received indicates the left head caster will not hold while the bed is in brake.

Manufacturer narrative:
The technician found the hex rod was sliding out of place which would not allow the caster stem to rotate and press the brake into place. The technician replaced the hex rod to repair the bed.